Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted september 23, 2003, has delivered no therapy and been programmed to low outputs. However, the battery status was noted to be end-of-life (eol) with a monitoring voltage of 2.16v. A capacitor reformation was completed at which time the battery status recovered. No adverse patient effects have been reported. The device was scheduled for replacement.